Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since this device has been serviced before/serviced multiple times, the device history record will not be performed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to the following: cables inside the unit were tempered with. The loom left output socket to socket select board was unplugged, loom right output socket to circuit board was unplugged, most snaps on the printed circuit boards were damaged. After re-assembling the unit, the unit passed functional test, output test & 2-hour burn-in test without any problem. The root cause of the cables having been disconnected inside the device cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gyrus, pk-sp generator did not provide sufficient energy at the electrode. The generator did not recognize the electrode cable. The electrode was plugged into another generator and the cable worked. The issue was found during preparation for use for a therapeutic procedure. There were no reports of patient harm.